Event description:
Baxter reported the following: it has disconnected twice. The pt was instructed to tape the connection. When doing 'week 1' assessment on pt they confessed they had two disconnetions from the cycler. The machine filled with air since the disconnection occurred on drain. They were instructed by another co to reset their machine or use the twin bags. No pt injury or medical intervention was indicated by baxter.